Event description:
The patient was undergoing a second treatment to occlude the aneurysm using balloon assisted coil embolization. Four coils were implanted into the aneurysm, angiogram taken after the detachment of the fourth coil revealed that a loop of the coil was prolapsed into the parent vessel. The physician stated that the loop was from the subject device, the first coil that was implanted. A thrombus formation was noted at the site of the prolapsed loop for which reopro (dose unknown) was administered both intra arterially and intra venously. The thrombus was not fully resolved during the procedure but there was no clinical consequence to the patient.

Event description:
The patient was undergoing a second treatment to occlude the aneurysm using balloon assisted coil embolization. Four coils were implanted into the aneurysm, angiogram taken after the detachment of the fourth coil revealed that a loop of the coil was prolapsed into the parent vessel. The physician stated that the loop was from the subject device, the first coil that was implanted. A thrombus formation was noted at the site of the prolapsed loop for which reopro (dose unknown) was administered both intra arterially and intra venously. The thrombus was not fully resolved during the procedure but there was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the facility stated that the patient had been given heparin, dose unknown, and was on a heparinized saline for continuous flush during the procedure. The physician related the coil prolapse to the difficult access in the tortuous anatomy.

Manufacturer narrative:
A ship history search identified two lots supplied to the facility prior to the reported event. A device history record review confirmed that both lots met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any misuse that contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication. It was not possible to determine the definitive cause of the reported coil protrusion but based on the available information it is most likely related to operational context.